Event description:
The customer reported that in 2002 the patient was admitted with unstable angina and a left heart catheterization was performed. The sheath was removed and manual compression applied. The patient was ambulated and discharged. Two days later, the patient underwent a carotid angiogram in radiology special procedures and a vasoseal vhd kit size 1 was deployed. The patient began to complain about left leg pain and an ultrasound was performed. The ultrasound was positive for deep vein thrombus in the left popliteal and posterial tibial arteries so the patient was admitted for treatment. Five days later, the patient had a right groin mass and an ultrasound was performed. The ultrasound was negative for a pseudoaneurysm. Blood cultures were performed and were also negative. Wound cultures were performed and grew gram positive cocci for staph auerus. The patient was given IV antibiotics and the infection has since cleared up. No further complications were reported.